Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component code, device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to the procedure, the available training materials were reviewed only for information potentially relevant to the device use. As reported by a field clinical specialist (fcs), this was a patient with a history of tetralogy of fallot repair with a sub-valvular narrowing but no gradient (6mmhg) pre ballooning. It was an off-label case using a 23 mm sapien 3 valve in the pulmonic position in a transannular patch via transfemoral approach. The 23mm s3 was delivered with +3cc, and the deployment was uneventful; however, post angio and subsequent ice revealed severe central pi through s3 valve with one leaflet frozen open or immobile. A second 23mm s3 prepped with +1cc was prepped in normal fashion and aligned on balloon. This valve was deployed within 23mm s3 and stent uncomplicated. Post angio revealed normal functioning leaflets. The complaints were unable to be confirmed due to unavailability of medical records and imagery. Available information suggests procedural factors (deployment technique) likely contributed to the event as a non-ew device was crimped on top of the valve in a piggyback fashion and an additional +3cc were added to the delivery system balloon, causing overinflation, as reported. The interaction with non-ew devices can prevent the valve from properly deploying. Additionally, deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), this was a patient with a history of tetralogy of fallot repair with a subvalvular narrowing but no gradient (6mmhg) pre ballooning. It was an off-label case using a 23 mm sapien 3 valve in the pulmonic position in a transannular patch via transfemoral approach. The 23mm s3 was delivered, and the deployment was uneventful; however, post angio and subsequent ice revealed severe central pi through s3 valve with one leaflet frozen open or immobile. A second 23mm s3 prepped with +1cc was prepped in normal fashion and aligned on balloon. This valve was deployed within 23mm s3 and stent uncomplicated. Post angio revealed normal functioning leaflets.